Event description:
Procedure: atrial septal defect closure. According to the reporter: procedure occurred on (B)(6) 2011 and examination was on (B)(6) 2011 which showed dehiscence of the patch. Re-asd closure occurred on (B)(6) 2011 per minimal invasive aditus. The patch is fixed with a fathom at the septum edge in the area of the superior circumferences. In the area of the dehiscence neither the native septum tissue nor the goretex patch are ripped. The patch was removed completely including the seam. Operating room time extension by more than 30 minutes. However, no blood loss, no extension of incision, no change of op, no loss of damage to tissue.

Manufacturer narrative:
(B)(4).